Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: unable to confirm or duplicate the complaint during investigation. Pump information from date of event has been overwritten. Pump delivery accuracy testing performed on the pump; passed all required tests no delivery defects found. Unrelated to the complaint, the display is dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient has been experiencing fluctuating blood glucose (bg) levels since (B)(6) 2014, from 25 mg/dl to 400 mg/dl range. Reporter doesn¿t believe that the pump is supplying insulin, as bg levels have been increasing within the last 3 days and can only be decreased with manual injections. Reporter has contacted health care provider (hcp) and confirmed pump settings are correct. Hcp advised reporter to contact animas for a replacement pump. Reporter says that patient¿s bg has been in the low 400 mg/dl today and patient has been feeling nauseous. Reporter denies any site issues and patient changes ifs every three days; recently patient has had to change ifs daily. Last site change was (B)(6) 2014. Current bg is 84 mg/dl. No issue noted with removed site. Reporter and patient admit that the high level activity while playing tennis is causing low bg, and no information is provided on how the low bgs are treated. Reporter does not wish to discuss further and requests a replacement pump. Customer support (cs) found time/date settings are accurate. No relevant alarms and boluses are completed. No pump malfunction found, but pump will be replaced per the reporter¿s request. Cs advised reporter to follow -up with hcp for adjustments for low and erratic bgs, especially related to activity level playing part in issues. The low bg excursion is attributed to the increased activity. This complaint is being reported due to the allegation of inaccurate delivery.